Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump was monitored and no unexpected max delivery or other alarms were noted. The safety feature max delivery alarm functioned properly. The time and date functioned properly. The pump passed the self test, and all operating currents tested within the specification range, and also passed the off no power test. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving four test failure alarms in one day. Customer's blood glucose was unknown. Alarm history also showed a watchdog timeout alarm, software error alarm and a radio frequency failed self-test alarm. Customer reported that insulin pump was not exposed to MRI or magnetic fields. Customer was advised that insulin pump would need to be replaced.